Event description:
The ge oec 9800 fluoroscopy system was reported to have a monitor failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the failure. System was functional and within all specifications. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.